Event description:
On (B)(6) 2014, the lay user/patient in USA contacted lifescan to report the one touch ultralink meter was giving inaccurately erratic readings. The patient obtained the blood glucose readings of 600 mg/dl and 225 mg/dl on the reported meter within 20 minutes. There was no patient injury associated with this issue. As the issue was not resolved and the results fell outside expected values for precision testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.